Event description:
Pt underwent breast augumentation in 1982 at another facility, with silicone implants placed. Pt now has symptomatic capsular contractures and was getting potential soft tissue damage from leaking silicone. In 05 pt was taken to surgery and underwent bilateral open capsulotomy and bilateral explantation of ruptured implants and implant material. Operative findings were bilateral capsular contractures, both breasts; bilateral ruptured and leaking silicone breast implants. Pt was admitted to the hospital post-operatively.